Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and was missing. The fractured distance measured approx 9.17mm from the top of the outer tube. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that, the device didn't work during initial unknown procedure. There was a note attached that stated the tip broke during cleaning. No further info was available. No pt consequence was reported.